Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the connection site. The following information was provided by the initial reporter: I just wanted to let you know that twice this week I have had to restart an IV because of a faulty cannula. When I connected the IV tubing to the cannula it leaked. I thought it was the tubing so I changed it but it still leaked. When I restarted the IV and attached the same tubing it was fine. On the second cannula the blood was flowing into the tubing and leaking at the connection. Again I changed the tubing, same thing happened. I restarted that IV and all was good. I did read that we will be changing product. I hope that starts soon. Having to poke someone more than once because of faulty equipment is frustrating. At least these people had good veins!